Event description:
It was reported that during a procedure, the device¿s handle became stuck in the pulled position when closing the handle and then pushing the handle again to open. The handle did not flex out open, it stayed in closed position. The device was applied to colon but did not get totally stuck in closed position so it was able to remove it. The device's knife did not protrude beyond the edge of the jaws. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.